Event description:
It was initially reported by an ER physician that the patient was complaining of painful stimulation to the neck and chest area that began on (B)(6) 2012. No trauma or manipulation to the device was suspected, but the ER doctor did not have programming equipment to check the device. Additional information was then received from the patient's caregiver indicating that, the patient felt like the inside of his neck where the wires were felt like it was "burning and the stimulation kept staying on". This was when they went to the emergency room. While at the ER, the magnet was taped over the device in an attempt to disable it. However the caregiver reported that it did not stop the stimulation still feeling like it was shocking him. She indicated that the device stayed on and the patient began to vomit. They then removed the magnet and gave the patient some pain medications. It was later reported that following this incident, the patient spoke with a representative on (B)(6) 2012 and indicated that he had thought of suicide and also killing someone else. He also mentioned to the representative that he was having dreams about crows coming down and eating his muscles. The patient was seen by his physician and has been referred for a generator replacement procedure and exploratory surgery. Attempts for additional information have been unsuccessful to date. Revision is likely, but has not occurred to date.

Event description:
The patient underwent a generator revision on (B)(6) 2012. The generator will not be returned as it has been discarded by the hospital. Additional information was received indicating that prior to the replacement the patient had his device disabled for a short period of time, but that the generator was re-enabled to lower settings because the patient started having more seizures due to not receiving therapy. It was also indicated that the vomiting was not believed to be related to the device, just medication that the patient was given in the hospital. The patient's settings prior to the revision were provided, however no diagnostics were made available. The patient has reported feeling much better since the revision. Attempts for additional information have been unsuccessful to date as the site has not provided any additional information.